Event description:
Boston scientific received information that during a normal change out procedure to the device there was no atrial sensing and no capture. It was observed that this right atrial (ra) lead had dislodged. The local sales representative stated that this ra lead was left in the patient as they had not received permission to remove it. No adverse patient effects reported from this procedure.

Manufacturer narrative:
As of now, this ra lead remains in the patient but is not being used. Should additional information be received, this investigation will be updated.